Event description:
It was reported that the patient dislocated the knee and a new poly insert was required.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number: 1644408-2022-00958; 346-19-705, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.